Event description:
The customer reported that the autopulse platform ((B)(4)) displayed a fault 41 (patient temperature sensor failure) message. No further information was provided. Patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform ((B)(4)) displayed a fault 41 (patient temperature sensor failure) message," which was confirmed during the archive data review. The customer reported fault 41 was not reproduced during the functional testing; however, the temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Therefore, the potential root cause of the reported complaint could be a failed temperature sensor, likely attributed to the age of the device. The autopulse platform was manufactured in 2012 and is 11 years old, well past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. The archive data review indicated a fault 41 message, thus confirming the customer's reported complaint. The temperature sensor value exceeds 127, which indicates failed temperature sensor. The autopulse platform passed the preliminary functional testing without fault or error. The brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).